Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient's mother reset the receiver, was able to pair the transmitter and the issue was resolved. At the time of contact, no injury or medical intervention was reported.